Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence it was stated that the patient was in the hospital. It was also reported that the patient was unsure if the device was working. No further complications were noted or anticipated. No further complications were noted